Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that air was present in the line of a cadd® administration set. The patient missed one dose as a result, and had to go into the clinic to receive the missed dose. It was noted that there were multiple line changes done because of the air in line issue. No injury was reported.

Manufacturer narrative:
One cadd® administration set was received for analysis in used condition. The customer's reported problem was "air in line". The sample was visually inspected at a distance of 12" to 24". No visual defects were detected. Functional testing was performed by infusing water into the sample. After the sample was primed, no air bubbles were detected either before or after the filter. A review of the manufacturing and quality inspection processes were reviewed and considered adequate and correct. Prior to packaging, 32 units were taken to perform a visual inspection to verify for any damages, workmanship defect, and solvent bonds. No discrepancies were found. Four samples were taken from production and tested for accuracy. No discrepancies were detected and the samples passed. The possible root cause is that the filter was received defective from the supplier.